Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately low results with control solution, with a reading of "93mg/dl". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). The subject control solution test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.